Manufacturer narrative:
The insulin pump was received with moisture damage on lcd board. The device had cracked case at display window corners, cracked reservoir tube lip, and minor scratches on display window.

Event description:
The customer reported that the insulin pump was exposed to fluid and moisture. Customer stated that she jumped in the pool with her insulin pump on. Troubleshooting was done. Customer's blood glucose was 140 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).